Event description:
Complainant alleged that the medics were attempting to monitor pt (age, gender and condition unk) as they were transporting the pt to a medical facility, but that there was an intermittent loss of the device screen display when the ambulance traveled over road bumps or pot holes. All other functions were operational during the pt transport, including the recorder which was used when the screen blanked out. The complainant indicated that there were no adverse effects to the pt as a result of the reported malfunction.